Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2) is related to case with patient identifier (B)(6) (system 1). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 73 mg/dl (system 1) and 120 mg/dl (system 2). No adverse event was reported. Return of suspect device was requested and replacement was sent.